Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, within 10 minutes. Rptr's results were 258, 158 and 124 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 117 (92-138). On follow-up, the rptr stated that rptr checks the test strip confirmation dot, and cleans their meter. Rptr described an accurate technique of applying blood. No harm was alleged.